Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, gastrointestinal disorder, weight increased, urinary tract infection, vaginal infection and psychological trauma had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: (unspecified): result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ pelvic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue, gi (gastrointestinal) conditions ,weight gain, uti (urinary tract infection), vaginal infection, psych injury¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure insertion date (updated)/removal date was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other)") and vaginal odour ("vaginal odor") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, gastrointestinal disorder, weight increased, urinary tract infection, vaginal infection and psychological trauma had not resolved and the vaginal haemorrhage, menorrhagia, infection and vaginal odour outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, infection, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: essure insertion date: (B)(6) 2015 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet received. Events " abnormal bleeding (vaginal, menorrhagia),infection (infection (other), vaginal odor and plaintiff did not undergo confirmation test were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.